Event description:
Attempted angioplasty on a sv6 without improvement. After consulting an excimer laser was used to open vessel. Second balloon used to expand vessel. Stent selected and expanded into position across lesion. Pt complained of chest pain. Perforation of graft and extravasation of dye into pericardial space discovered. Subsequent attempts to stop extravasation unsuccessful. Pt taken to surgery for bypass surgery.